Manufacturer narrative:
(B)(4). Method: the complaint mr290v vented autofeed humidification chambers were destroyed by the hospital before we could request them and therefore were not returned for evaluation. Our investigation is based on the photograph provided by the hospital, previous investigations of similar complaints and knowledge of our products. Results: the photograph provided by the hospital showed the water feedset tube separated from the bag spike for one of the complaint mr290 chambers. A sufficient amount of glue was noted on the water feedset tube in the photograph. Based on our investigation of previous similar complaints, the fault observed on the mr290 chamber was most likely due to partial bonding of the glue around the spike tubing connection. A lot check revealed one other confirmed complaint of this nature for lot 121128 and no other complaints for lot 120611. Conclusion: the feedset would have exhibited some water leak from the spike due to partial failure of the glue bond that joins the spike to the water feedset tube. All chambers are pressure tested before they leave the production line, and any holes or leaks in the feedset tube are identified during this process. The user instructions which accompany the mr290 chamber state the following: - "set appropriate ventilator alarms." - "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." (B)(4).

Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare (fph) representative that the water feedset tubes on three mr290 autofeed humidification chambers were leaking. This was found during use. No patient consequence was reported.